Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a (B)(6) infant was in the (B)(6) (special care nursery). After the spring wire guide (swg) was inserted in the right femoral vein and attempted to be withdrawn out at approximately 5 cm within the vein, the issue occurred. The core wire broke 1.5 cm from the tip and was connected to the rest of the swg by the monofilament. The same technique was used, but only the monofilament was able to be removed; the tip broke and dislodged to the right ventricle. This caused alot of cardiac arrhythmias. The broken tip was removed in another hospital, in the interventional radiology department, under fluoroscopy by snare tip catheter, during episode of bradycardia. They proceeded to internal jugular cannulation. There is no reported patient death. The patient survived the procedure, but remains ill.